Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected fields: d5 (operator device) e2, e3 (added "no health professional" and "occupation" had been missed at the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the investigation results and the provided information, it remains inconclusive as to the nature of the foreign material adhered at the bending section cover or distal sheath. There was no damage was observed in the area where the foreign material was detected, and no deviations were identified during the reprocessing process. Regarding the light guide lens, it was confirmed that a stain (foreign material) existed internally, but the specific nature of the stain could not be identified. It is likely that humidity infiltrated the light guide lens, leading to corrosion. This corrosion likely resulted from physical stress applied to the distal end, such as impacts or drops, and potentially from the peeling off of the light guide lens glue due to chemical stress from solutions used for the device. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual gif-h185 operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual gif-h185 reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿  olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the light guide lens and foreign material on the adhesive of the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the suction cylinder had no color; connecting tube had a buckling; and the grip, switch box , and universal cord had a scratch. The scope connector case unit was dirty due to water leakage. The plug unit had corrosion due to water leakage. The circuit board unit in scope connector had corrosion due to water leakage. The scope cover unit had corrosion due to water leakage. The cable unit had corrosion due to water leakage. Due to burn on the plastic distal end cover, the insulation resistance value at distal end does not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.